Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device switch off by itself then alarm code 45 (ac power lost) at startup then alarm code 113 (reduced water temperature control). Per follow up information received via email on 30aug2024, device will be evaluated by the technician at the depot. No patient injury. Therapy completed with another device available in the hospital. No impact to the patient.

Manufacturer narrative:
The initial reporter phone number that is provided is (B)(6). The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The alert 45 was not reproduced at the depot. The device was evaluated upon receipt. Alarm 45 due to a power cut without turning off the device. Power outage was found to be an issue regarding the hospital and not the depot. No repairs were done to address the alarm 45 as the alarm was not reproduced at the depot. Working device, no water cooling. Alarm 113 was found. Old screen protector missing. Mixing pump was replaced. Screen protector was replaced. Ctu calibration. Functional verification test. Device passed all applicable testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: e, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device switch off by itself then alarm code 45 (ac power lost) at startup then alarm code 113 (reduced water temperature control). Per follow up information received via email on (B)(6) 2024, device will be evaluated by the technician at the depot. No patient injury. Therapy completed with another device available in the hospital. No impact to the patient.